Event description:
"Walker rolled away" causing a fall.

Manufacturer narrative:
It was reported " the walker rolled away from him while he was walking with it and he fell. He said he is on blood thinners". He reported he was "in the hospital". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Updated a2, a3a, a4.